Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular fibrillation (vf) episode count was missing/invalid. The message, instead of arrhythmia list is: data is invalid. Concomitant medical products: product ID 6949-65 lead, implanted: (B)(6) 2005; product ID 5076-52, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device showed over 400 episodes of vt/vf and a shock was delivered. However, the physician thought that the episodes were supraventricular tachycardia (svt) with rapid ventricular response (rvr). A remote transmission was sent to verify the svt with rvr, however the transmission showed "invalid data" for the current episode list. The patient was hospitalized for multiple arrhythmias and the device was replaced the next day due to being at elective replacement indicator (eri). No further patient complications have been reported as a result of this event.